Event description:
Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [driving ability disturbed] chronic inflammation in lower tendons related to synvisc injections [tendonitis] pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [leg pain] pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [walking difficulty] massive swelling to her right knee [swelling of r knee] off label use [off label use of device] case narrative: this case is linked to case (B)(6) multiple devices, same patient) initial information was received from united states on 09-oct-2020 regarding an unsolicited valid serious case from a physician (patient's husband). This case involves a 76 years old female patient who experienced chronic inflammation in lower tendons related to synvisc injections, pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving, massive swelling to her right knee and off label use, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. The patient had previously used monovisc with a steroid, and supartz in 2018 with no problems, both of which worked well. The patient had previously received synvisc in may-2019. On an unknown date in nov-2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection liquid (solution) (strength: 16 mg / 2 ml), once weekly for 3 weeks for right knee pain related to mild arthritis (dose, route and lot - unknown). Information on batch number was requested. Reportedly, the patient received 3 doses of synvisc. On an unknown date in nov-2019, after unknown latency, off label use (off label use of device) of synvisc was reported (reason not specified). After the second series, on an unknown date in 2019, after unknown latency, she had massive swelling to her right knee (joint swelling) and had pain above and below her right knee (pain in extremity). On an unknown date in 2019, after unknown latency, the patient had chronic inflammation in lower tendons related to synvisc injections (tendonitis) and had pain which was from lower gluteal down right lower extremity on the lateral aspect (pain in extremity). Reportedly, the pain was debilitating, affected her walking (gait disturbance), sitting in a car, and driving (impaired driving ability, caused disability). He attributed this pain to having started after synvisc injections to right knee. She had two magnetic resonance imaging (MRI's). She was on physical therapy with no improvement. She had seen orthopedists with no improvement. The reporter was asking for any information regarding any similar adverse event reported and was specifically asking if there had been any reports of chronic inflammation in lower tendons related to synvisc injections. Final diagnosis was chronic inflammation in lower tendons related to synvisc injections, pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving, massive swelling to her right knee and off label use. Action taken: not applicable for off label use; no action taken for rest all events corrective treatment: not reported for off label use; physical therapy for rest all events the patient outcome is reported as unknown for off label use; not recovered for rest all events reporter causality: related for chronic inflammation in lower tendons related to synvisc injections, and pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving product technical complaint (ptc) was initiated with global ptc number 100150872 on 09-oct-2020 for product. Batch number; unknown; sample status: not available the investigation was in process additional information was received on 09-oct-2020 from healthcare professional. Global number, formulation and strength were added. Text was amended accordingly.

Event description:
Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [driving ability disturbed] chronic inflammation in lower tendons related to synvisc injections [tendonitis] pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [leg pain] pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [walking difficulty] massive swelling to her right knee [swelling of r knee] off label use [off label use of device] . Case narrative: this case is linked to (B)(4) (multiple devices, same patient) initial information was received from united states on 09-oct-2020 regarding an unsolicited valid serious case from a physician (patient's husband). This case involves a 76 years old female patient who experienced chronic inflammation in lower tendons related to synvisc injections, pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving, massive swelling to her right knee and off label use, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. The patient had previously used monovisc with a steroid, and supartz in 2018 with no problems, both of which worked well. The patient had previously received synvisc in (B)(6) 2019. On an unknown date in (B)(6)2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), injection liquid (solution) (strength: 16 mg / 2 ml), once weekly for 3 weeks for right knee pain related to mild arthritis (dose, route and lot - unknown). Information on batch number was requested. Reportedly, the patient received 3 doses of synvisc. On an unknown date in (B)(6)2019, after unknown latency, off label use (off label use of device) of synvisc was reported (reason not specified). After the second series, on an unknown date in 2019, after unknown latency, she had massive swelling to her right knee (joint swelling) and had pain above and below her right knee (pain in extremity). On an unknown date in 2019, after unknown latency, the patient had chronic inflammation in lower tendons related to synvisc injections (tendonitis) and had pain which was from lower gluteal down right lower extremity on the lateral aspect (pain in extremity). Reportedly, the pain was debilitating, affected her walking (gait disturbance), sitting in a car, and driving (impaired driving ability, caused disability). He attributed this pain to having started after synvisc injections to right knee. She had two magnetic resonance imaging (MRI's). She was on physical therapy with no improvement. She had seen orthopedists with no improvement. The reporter was asking for any information regarding any similar adverse event reported and was specifically asking if there had been any reports of chronic inflammation in lower tendons related to synvisc injections. Final diagnosis was chronic inflammation in lower tendons related to synvisc injections, pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving, massive swelling to her right knee and off label use. Action taken: not applicable for off label use; no action taken for rest all events corrective treatment: not reported for off label use; physical therapy for rest all events the patient outcome is reported as unknown for off label use; not recovered for rest all events reporter causality: related for chronic inflammation in lower tendons related to synvisc injections, and pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving. A product technical complaint (ptc) was initiated on (B)(6) 2020 for synvisc. Batch number: unknown; comet compliant ID number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Final investigation complete date was 26-aug-2021. No safety issues were indicated in this review. Additional information was received on 09-oct-2020 from healthcare professional. Global number, formulation and strength were added. Text was amended accordingly. Additional information was received 26-aug-2021 from the healthcare professional. Ptc results were added. Clinical course updated and text amended accordingly.

Event description:
Pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [driving ability disturbed] chronic inflammation in lower tendons related to synvisc injections [tendonitis] pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [leg pain] pain which is from lower gluteal down right lower extremity on the lateral aspect/debilitating/affects her walking, sitting in a car, driving [walking difficulty] massive swelling to her right knee [swelling of r knee] off label use [off label use of device] case narrative: this case is linked to case 2020sa282774 (multiple devices, same patient) initial information was received from united states on (B)(6) 2020 regarding an unsolicited valid serious case from a physician (patient's husband). This case involves a 76 years old female patient who experienced chronic inflammation in lower tendons related to synvisc injections, pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving, massive swelling to her right knee and off label use, while she using with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, vaccination(s), family history and concomitant medications were not provided. The patient had previously used monovisc with a steroid, and supartz in 2018 with no problems, both of which worked well. The patient had previously received synvisc in (B)(6) 2019. On an unknown date in (B)(6) 2019, the patient started using synvisc (hylan g-f 20, sodium hyaluronate), solution for injection, once weekly for 3 weeks for right knee pain related to mild arthritis (dose, route and lot - unknown). Information on batch number was requested. Reportedly, the patient received 3 doses of synvisc. On an unknown date in (B)(6) 2019, after unknown latency, off label use (off label use of device) of synvisc was reported (reason not specified). After the second series, on an unknown date in 2019, after unknown latency, she had massive swelling to her right knee (joint swelling) and had pain above and below her right knee (pain in extremity). On an unknown date in 2019, after unknown latency, the patient had chronic inflammation in lower tendons related to synvisc injections (tendonitis) and had pain which was from lower gluteal down right lower extremity on the lateral aspect (pain in extremity). Reportedly, the pain was debilitating, affected her walking (gait disturbance), sitting in a car, and driving (impaired driving ability, caused disability). He attributed this pain to having started after synvisc injections to right knee. She had two magnetic resonance imaging (MRI's). She was on physical therapy with no improvement. She had seen orthopedists with no improvement. The reporter was asking for any information regarding any similar adverse event reported and was specifically asking if there had been any reports of chronic inflammation in lower tendons related to synvisc injections. Final diagnosis was chronic inflammation in lower tendons related to synvisc injections, pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving, massive swelling to her right knee and off label use. Action taken: not applicable for off label use; no action taken for rest all events corrective treatment: not reported for off label use; physical therapy for rest all events the patient outcome is reported as not applicable for off label use; not recovered for rest all events reporter causality: related for chronic inflammation in lower tendons related to synvisc injections, and pain above and below her right knee/pain which is from lower gluteal down right lower extremity on the lateral aspect/ debilitating/affects her walking, sitting in a car, driving a product technical complaint (ptc) was initiated and results were pending for the same.